Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamper seal were missing. Housing was intact. Upon inspection, reported problem duplicate. Running three accuracy tests, the pump was found to under delivering to the manufacturing specifications. The issue was due to under delivering expulsor and was replaced.

Event description:
I was reported that solis vip ambulatory infusion pump had rate test fail. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on (B)(6)2022 via email and attached to complaint object: no patient involvement. H6: event problem and evaluation codes: updated